Manufacturer narrative:
(B)(4). B5: describe event or problem - additional . D10: device available for evaluation- additional . H2: additional information/device evaluation . H3: device evaluated by manufacturer - additional . H6: event problem and evaluation codes - additional.

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and failed. A review of the share logs was performed and signal loss over 1 hour was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of signal loss over 1 hour is reportable because a loss of connection was found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.